Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2019. According to the complainant, during the procedure, the patient sustained perineal or perianal burns. The patient was seen at the burn clinic after the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.